Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: g3, h2, h3, h4, h6, h11. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2025. Sampling from: flushing brushing. Cfu:>15cfu. Bacterial identification: sphingomonas paucimobilis. Sampling date: (B)(6) 2025. Sampling from: air/water/suction channel brushing, flushing, biopsy. Cfu:no growth aerobically after two days incubation. Bacterial identification: n/a. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the device was not sent back for evaluation. The root cause could not be identified. Based on the results of the investigation, based on the information from the customer hygiene microbiological investigation (hmi ) the case can only be partially assessed. According to the investigation, no correlation has been observed between the product/device status and cause of contamination. The customer received a negative result after the 2nd sampling. Information from the provided cleaning, disinfection and sterilization list was indicative of compliance with IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than 15 colony forming units (cfus) of sphingomonas paucimobilis. The device was retested on (B)(6) 2025 and no aerobic growth was detected. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.